Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the remote manager is not working. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the remote manager is not working. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that having an issue with remote manger. A field service engineer worked with customer remotely throughout the day to guide through the correct refrigerator reboot process. The station was functioning properly, the refrigerator door was locking correctly after the reboot, and the bins were working as expected. The system functioned as intended after the field service engineer assisted the customer in troubleshooting the device.